Event description:
Technical service spoke with the reporting contact on june 27, 2006 to obtain additional information, and was provided with the following: patient received neurosurgery at a nearby hospital for a vascular malformation on the right side. The patient was transferred by helicopter to hospital because the physician wanted the patient to be monitored using licox. Licox was inserted on the left side, and during insertion, the probe went through a vein causing a subdural hemorrhage. The licox oxygen numbers dropped off; the patient's pupils were blown and the patient was sent to surgery to remove a subdural bleed. A subsequent angiogram showed no vascular abnormalities. The patient is currently in a subacute rehabilitation center. Technical service reviewed integra's customer inquiry procedure with the reporting contact.

Manufacturer narrative:
The device is not available for return and evaluation. An investigation has been initiated based on the reported information.